Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of plant investigation.

Event description:
It was reported by the patient's contact that they had fluid leak during the patient treatment last night due to the cassette being wet. During follow up the patient's, nurse stated that he was experiencing multiple issues with the cycler and also the leak that was reported. The nurse confirmed that the patient did not have any abdominal pain or peritonitis and further added that the patient is doing fine and is completing his treatment through manuals. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.